Event description:
It was reported that a week before the report the patient was noticing some increased pain. While running impedance tests representative got ¿???¿ on some electrodes that cleared when settings were increased.

Event description:
It was reported stimulation was turning off. The patient's loss of stimulation "seemed random" and not related to positional changes. The device was interrogated with a clinician programmer and no power-on-reset message appeared. The patient used program 2 only as program 1 caused some burning. An impedance test found electrode pairs to have high impedances, greater than 4000 ohms. It was suspected that electrode 0 may be open. All electrode pairs with 1 were 2007 ohms. Electrode pairs 2-5, and 2-6 were both at 1329 ohms. All electrodes other than 0 were in normal range. The device was going to be reprogrammed to address the burning. The patient's battery level was at "ok" and at 2.60v. Follow up received reported the patient's device was reprogrammed and they had better coverage after the reprogramming was done. No malfunctions were seen and an impedance check was done. The patient was happy and more satisfied after the appointment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 3998, lot# j0428353v, implanted: (B)(6) 2004. Product type: lead: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).